Event description:
Pt tested blood glucose on suspect device and was 300(+) mg/dl. She could not remember exact value. She was sweating and feeling bad. She called dr and he advised her to go to ER. At ER, blood glucose was tested and was 20-30 mg/dl, she could not remember exact value. She was given food and hospitalized for 1 1/2 days.